Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 3.6 inr on the coaguchek xs system and 2.0 inr on a comparison lab. Caller states the patient's coumadin dose was changed based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.